Event description:
On (B)(6) 2025, the patient received surgical implantation, during which regular chemotherapy was given. On (B)(6) 2025, the patient was admitted due to swelling and discomfort in the implantation area outside the hospital the implantation area showed swelling discomfort, it was not excluded that the device showed infection after implantation, or allergic reaction of the product.

Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record file, number 37037614 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Another complaint was reported on the batch released in january 2024 by the same end customer. Summary of investigations: no sample/picture of the met event and no completed form were returned for investigation. Context review: the inflammatory reaction detected appeared 1 month after the implantation of the implantable port. Manufacturing review: all the manufacturing steps that could lead to the reported event were reviewed. All the data regarding the raw materials used to manufacture this batch were examined. No failure was detected during these reviews. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization and are compliant for the impacted batch. Root cause: the protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port is unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Without complete information received, no specific root cause can be identified. Based on the above elements, it is then thought that this incident is not directly imputable to the device. The main documented root causes are: allergy, infection due to improper hygiene practices, important patient weight loose. The fact that the access port housing was implanted just under the skin incision, not at one centimeter of the skin incision as recommended. Poor maintenance. Poor healing, patient factors. IFU give several information to avoid this type of event. Conclusion: the performed investigations reveal that: the involved celsite access port batch was produced and sterilized in compliance with the defined specifications and according to validated processes. The raw material used, the manufacturing, the cleaning and sterilization processes have not changed in recent months/years. Another complaint was reported from the same end customer for infection. We cannot conclude on the exact root cause of this inflammatory reaction. This is a known complication of access port implantation. There is no increasing trend in the reporting of such event. This type of incident is rare on celsite access port range (0,001%). No corrective action is envisaged.